Event description:
It is reported that the alignment guide became stuck in the patient's femur. When dr twisted the guide, in attempt to remove it, the spikes fractured of. Also, this event caused a 45 minute delay in surgery.

Manufacturer narrative:
Evaluation summary: the complaint reports that the mini adjustable alignment guide, long, was jammed into the patient and that the surgeon had difficulty removing it from the femur. When he twisted it out of the patient, the spikes broke. The device had a potential field age of approximately 20 months at the time of the described issue. The guide spacer used with it had a potential field age of approximately 4 years. However, the number of uses of each cannot be determined. The patient's demographics at the time of the device issue were not provided. As returned, the parts exhibit significant damage. The forceful twisting and removal of the device is a likely contributor to the fracture of the spikes. However, with the current information provided, the cause cannot be definitively determined. As returned, both spikes have fractured, as indicated in the alleged issue description. They were not returned with the guide manufacturing documentation for both the guide, and the guide spacer has been reviewed and appears to be conforming.